Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During visual inspection it was found that the downstream occlusion sensor (dso) was at a low value. The complaint was confirmed during functional testing. The dso sensor and seal, dso bezel, membrane and labels were replaced. All tests passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delaminated and torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.